Event description:
It was reported that, during a rotator cuff repair, when turning the orange knob of the healicoil knotless suture anchor to deploy the anchor, there was a popping sound on the last turn, the tip of the anchor broke and ultimately came out of the humeral head. The broken pieces were successfully retrieved from the patient. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Lot no.: the following are the lot numbers reported: 51065836 and 50886510. However, it is unknown which of the two failed. Exp. Date: expiration dates for the two lots reported: 13-sep-2025 (lot 51065836 ) and 24-jul-2023 (lot 50886510). Mgf. Date: manufacturing dates for two lots reported: 13-sep-2022 (lot 51065836 ) and 24-jul-2020 (lot 50886510).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.